Event description:
Approx 15 mins into the infusion of gamunex-c,the curlin 4000 pump beeped occlusion and upon investigation, noted blood had migrated into the ivig bag and occluded/clotted and rendered the ivig unusable. It appeared that the blue and yellow parts of the curlin tubing were reversed compared to other tubings. The tubing is product code: (B)(4) and the lot # is (B)(4). Diagnosis for use: common variable immune deficiency (cvid) (B)(4).